Event description:
Per the clinic, the patient experienced headaches and pain with device use. The device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.